Event description:
It was reported that during a tlh procedure, the device was leaking from the seal. The surgeon managed to complete the case with the trocar. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 12/9/2008. Info anticipated, but unavailable at this time.